Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient reported that remaining in the hospital over night as the pain from the procedure was too unbearable. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.